Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.

Event description:
Dr. (B)(6) office contacted pmt to report a breast expander failure during filling. The physician was unable to find the internal port using a magnet. They also reported that the expander was leaking and had to be explanted.